Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Additionally, the reporter stated that the display had "an image of the home screen burned in when looking at different menus." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and discolored. The complaint that the display had "an image of the home screen burned in when looking at different menus,¿ was not duplicated during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment.